Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using the applier and when the scrub tech fired a clip prior to use on the patient. The clip was malformed. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Dropping or ejected clip. The analysis results found that the (B)(4) instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips and then, the instrument locked out as intended. However, it could not be determined what may have caused the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.